Event description:
It was reported that the pt's system mode diagnostics showed high lead impedance. The pt also had a small increase in seizures. Follow up with the nurse revealed that pt was sick and was recently toxic on lamictal. The nurse indicated that these could have attributed to her seizures and cannot really tell if it is because of vns therapy. The nurse also stated that the pt had fell previously and injured her neck and head. The level of seizures is same as pre-vns baseline. X-rays were reviewed by the MFR and it was observed that the negative electrode was off the vagus nerve, no obvious lead discontinuities were observed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Negative electrode was observed to be off the vagus nerve.